Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. At 7:00 pm the patient was transported to the hospital by his wife. Upon arrival at the hospital the patient's blood glucose level was 700 mg/dl. At the hospital the customer was treated for high blood glucose, but the type of treatment given was unknown. The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The infusion device was requested to be returned for product evaluation.